Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose decreased to 27 mg/dl. The customer was trouble shooting with tandem technical support (tts) and reportedly became unconscious and unresponsive. Tts called emergency medical technicians (emts), who provided intravenous therapy (IV) of fluids and they rushed the customer to the hospital to address the low bg. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Multiple attempts were made by tts to obtain additional information regarding the issues; however, the customer did not respond. No additional patient or event information was available.